Event description:
It was reported the patient experienced ineffective stimulation. As a result, the patient underwent surgery to try a drg system that was not completed. Surgery may take place to address this issue.

Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000068038.

Manufacturer narrative:
A patient experienced ineffective stimulation was reported to abbott. As a result, a drg trial was aborted. No intervention is planned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.